Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and myofascial pain syndrome. The patient stated that their pain relief had slowly diminished with it (intrathecal) therapy despite the managing physician titrating their dose and changing medication. The patient did not recall when the pain relief started decreasing. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was explanted. The issue was resolved at the time of the report. The patient status was noted as alive, no injury. No further complications were reported.